Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2-foreign-australia. D10. Item#:01.0000.860 ;lot#:6962500 ;item name: g7 neutral e1 liner 36mm h ; item#:01.0000.708 ;lot#:7025724 ;item name: g7 bonemaster ltd acet shl 62h; item#: 51-117200 ;lot#: 3577532;item name: tprlc 133 mp type1 bm ho 20.0; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to infection less than one year post operatively. The head and liner were exchanged during revision surgery. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified part visually matches the etching type on the print, but part number and lot number not etched on part. Part did not return in it's original packaging. Part shows wear, scratches and damage. No change to previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.